Event description:
A peritoneal dialysis patient reported an alarm during treatment. The pt ended the treatment and when she removed the cassette this morning she noticed a leak on the inside the cassette door. There is no sample. No report of ill effect.

Manufacturer narrative:
Device history record review: two complaint have been received for this symptom code on this lot/batch. Sample analysis: no product was available for evaluation. Conclusion: the complaint is unconfirmed. No further investigation required per complaint investigation procedures. Event data to be trended per quality data analysis procedure. No CAPA required; does not meet escalation criteria at this time.